Event description:
It was reported that the customer received a power source alert using the tandem-provided wall charging adapter and usb cable. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to send a replacement charging cable and wall adapter to resolve the issue.